Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for seven days and no main arm cannot communicate with the motor arm error, motor arm cannot communicate with the main arm error, watchdog error or data in alarm can identify if this was basal/bolus, fill tubing or fill cannula error alarms were noted. However, hardware low level failure error alarm was confirmed in the insulin pump history with variable 09 due to a software error. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not linking to meter which was preventing customer from delivering a bolus. Customer's blood glucose was unknown. Insulin pump received a pump 3, pump error 19, pump error 63 and pump error 79. After troubleshooting, customer was advised that insulin pump would need to be replaced.